Manufacturer narrative:
Results: there was no visible damage to the penumbra system ace 68 reperfusion catheter (ace68). The outer diameter (od) of the ace68 was measured and found to be within specification. There was no visible damage to the non-penumbra sheath. Conclusion: evaluation of the returned ace68 revealed an undamaged device. The ace68 was attempted to be advanced through the returned non-penumbra sheath; however, resistance was encountered and the ace68 could not be advanced any further. This indicates this non-penumbra sheath may not be compatible with the ace68. Since penumbra cannot control non-penumbra device tolerances or manufacturing variations, the incompatibility could not be confirmed. A demonstration ace64 was advanced through the returned non-penumbra sheath and out of the distal tip without an issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a middle cerebral artery (mca) stroke using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician was unable to advance an ace68 through a non-penumbra sheath and therefore, the ace68 was removed. The procedure was completed using a penumbra system ace 64 reperfusion catheter (ace 64) and the same sheath. There was no report of an adverse effect to the patient.